Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
During an initial implant procedure, increased pacing impedance was observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient is stable.